Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (asystole alarms, damaged monitor) was confirmed. As received, the monitor had glue contamination in the belt connector and a damaged enclosure. Upon investigation, the trunk cable connector of the electrode belt could not be properly seated in the belt connector of the monitor, resulting in an improper connection between the electrode belt and monitor. The cause of the false asystole events is the improper connection. The root cause of the damaged monitor enclosure and glue contamination in the belt connector is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor sn (B)(4) and reported that the patient was reporting asystole alarms and a damaged monitor.